Event description:
The hospital reported that the following: "foreign body found in introducer (included). Date of the procedure is unknown." The hospital reported that the issue was noticed during preparation (at pre-use inspection.) There is not info available regarding the pt condition.

Manufacturer narrative:
The device in question was returned to the manufacturer for evaluation. A device history record (DHR) review, an initial condition exam, a visual/microscopic exam, and a dimensional check were performed as part of the device evaluation. The DHR review confirmed that the lot met all specifications at the time of release for distribution. The device in question was returned with all components and showed evidence that the device was not used. Foreign matter was found in gauze. Under scanning electron microscopy, it was observed to consist of a bundle of synthetic fibers. The source of the fiber could not be determined. Measurable dimensions were within specification. Based on the above facts and findings, the user's complaint was confirmed; however, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.